Event description:
It was reported that a hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient stated she had a capsulectomy performed. This procedure is consistent with a surgical intervention to aid in capsular contracture. However, no baker grade rating was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information has been performed after several attempts to acquire more information. If information is provided, a supplemental report will be submitted accordingly. Refer to manufacturing report number 1645337-2022-04083 for a secondary capsulectomy intervention event that was performed. This is provided to clarify the two events were individually performed at separate times on the same patient.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).